Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (b)(40 2014 with the following findings: no defect was found. Last basal delivery was on (B)(6) 2014@10:53pm. Tdd add up and equal the basal program target. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24hr correctly, the unit passed a delivery accuracy test. The device performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: reporter was having issues with low blood glucose (bg) levels on (B)(6) 2014. Within a few hours, bg dropped from 340 mg/dl to the low 60¿s mg/dl with mild symptoms of shakiness, was treated with juice, and returned to normal. No issues with site or set and no prior issues, and no issues since. Customer support (cs) reviewed alarm history no related alarms. Bolus history was correct no ghost boluses. Reviewed all settings per patient all are listed correctly. Reports no stress or change in medication. Cs advised will send replacement pump to confirmed home address for tomorrow's delivery. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported due to the allegation of inaccurate delivery.